Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, with a restricted posterior, and a previously implanted mitral annulo plasty ring that is now partially detached. It was noted that imagining was challenging. One clip was successfully implanted. To further reduce mr, another xtw clip was inserted and deployed on the mitral valve. However, after the deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an xt clip was inserted and deployed. However, after the deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.